Event description:
Physician reported left side textured to smooth exchange and deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: textured to smooth exchange.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: catalog number in the patch: mcghan230. - deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number through the photos provided.

Event description:
Healthcare professional reported left side textured to smooth exchange and deflation. Device has been explanted and replaced.